Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a tech. Suffered a needle stick injury from an unspecified 25 g bd eclipse¿ needle because its pink safety shield fell off. It is unknown if the injury occurred before or after patient use but that it happened while passing lysate through the needle. It is unknown if any medical interventions were provided as the customer could not give any additional information.